Event description:
It was reported that the customer was hospitalized due to a heart attack and blood glucose level that was high (value not provided); cause was unknown. Reportedly, the customer declined to provide additional information, and declined troubleshooting with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.